Manufacturer narrative:
Concomitant products: product ID 8709 , serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the pump had problems. The patient experienced agony from the pump. It was noted that the patient had a morphine pump.